Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump had a blank display. He did not recall the blood glucose reading. The insulin pump had been dropped but not exposed to moisture and showed no signs of physical damage. The insulin pump had alarmed for off no power without a low battery warning. The customer was sent a new battery cap and advised to revert to a back up plan per a health care professional's instruction until the new cap arrived. The insulin pump was not returned for analysis.